Event description:
It was reported that this right atrial (ra) lead exhibited an alert for a lead safety switch. The lead exhibited pacing impedance high out of range. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem.

Event description:
It was reported that this right atrial (ra) lead exhibited an alert for a lead safety switch. The lead exhibited pacing impedance high out of range. The lead remains in service. No adverse patient effects were reported.additional information obtained, according to medical records the right atrial (ra) lead has been surgically abandoned.

Event description:
Ri;;it was reported that this right atrial (ra) lead exhibited an alert for a lead safety switch. The lead exhibited pacing impedance high out of range. The lead remains in service. No adverse patient effects were reported.